Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was attributed to fluid ingress. Our evaluation found internal fluid damage to a connector on the monitor board and the front enclosure cracked at the bottom of the screen with evidence of fluid ingress. The monitor board was replaced and the front enclosure was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.